Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) patient passed away. This patient also had a pacemaker in service at the time of death. A review of electrograms from the time of death noted that the final episode was initially detected in the ventricular tachycardia (vt) zone, where the crt-d delivered anti-tachycardia pacing (atp). The rhythm then reportedly accelerated into the ventricular fibrillation (vf) zone, before degrading very rapidly. During the agonal rhythm, some undersensing was noted. After the patient's rhythm had degraded to a fine vf, the pacemaker reportedly began to pace occasionally. Of note, the patient had a competitive right ventricular (rv) lead implanted at the time of death.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) patient passed away. This patient also had a pacemaker in service at the time of death. A review of electrograms from the time of death noted that the final episode was initially detected in the ventricular tachycardia (vt) zone, where the crt-d delivered anti-tachycardia pacing (atp). The rhythm then reportedly accelerated into the ventricular fibrillation (vf) zone, before degrading very rapidly. During the agonal rhythm, some undersensing was noted. After the patient's rhythm had degraded to a fine vf, the pacemaker reportedly began to pace occasionally. Of note, the patient had a competitive right ventricular (rv) lead implanted at the time of death.

Manufacturer narrative:
Available information suggests that both the crt-d and pacemaker will be returned. To date, however, these devices have not been returned to boston scientific crm for analysis. Additionally, no final episode electrogram data has been provided for further analysis. This event will be updated if any additional information becomes available.

Manufacturer narrative:
No final episode electrogram data has been provided for further analysis. -- upon return to our post market quality assurance laboratory, review of the device memory log showed no irregularities and that the device did not reach elective replacement battery status while implanted. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device. Review of the episode egm showed that the patient was in a vf prior to atp delivery, indicating that the atp did not cause rhythm acceleration. Egm review also showed that the subsequent undersensing was due to the low amplitude of the arrhythmia, and did not result from a device malfunction. There also was no artifact evidence of the concommitant pacemaker providing pacing therapy; the episode markers denoting ventricular pacing resulted from this ICD.